Event description:
It was reported that the 6800 system would not boot and would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The service call was cancelled by the customer. A follow up report will be filed, when additional details become available.